Event description:
On (B)(6) 2009, patient's husband reported he was attempting to change the insulin cartridge for the patient and he pulled the insulin cartridge out of the cartridge compartment while it was screwed on the piston rod. Husband states, when he did this, the plunger stayed on the piston rod which caused the full cartridge of insulin to spill into the compartment. Husband reported, he was able to pour the insulin out of the infusion device after this occurred. Advised husband, he needs to unscrew the insulin cartridge first and let it fall into his hand. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.